Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly and an introducer needle for evaluation. The guide wire was returned partially retracted within the advancer tube and showed evidence of use. The distal end of the guide wire was returned advanced through the introducer needle. The guide wire was observed to have two kinks in the body in the section of the body contained within the straightener tube. The distal j-bend was fully advanced through the introducer needle and intact. A third kink in the guide wire body was observed just below the distal j-bend. Microscopic examination confirmed the kinks in the guide wire body. The guide wire did not appear to be damaged in or around the introducer needle bevel or hub. Both welds were present and were observed to be full and spherical. The kinks in the guide wire body were located at 23.9, 24.9 and 42.8 cm from the proximal tip. The overall length and outer diameter of the guide wire were measured and found to be within specification. The introducer needle cannula inner diameter was also measured and found to be within specification. The guide wire took significant force to be removed from the introducer needle. Other remarks: dried blood was observed in the needle cannula and on the section of the guide wire that had been in the needle. The needle was flushed with water and a lab inventory guide wire (the same diameter as the returned guide wire) was able to pass through the introducer needle with very minimal resistance. The undamaged end of the returned guide wire was also able to pass through the introducer needle with very little resistance. This indicates that the dried blood caused the swg/needle resistance observed on the returned sample. A device history record (DHR) review was performed on the guide wire and introducer needle and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was returned advanced through the introducer needle and kinked in several locations along the body. The returned guide wire and introducer needle met all relevant dimensional/functional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the guide wire was curved and could not be inserted. The device was not used. The procedure was completed with a new set.

Manufacturer narrative:
(B)(4)

Event description:
The customer alleges that the guide wire was curved and could not be inserted. The device was not used. The procedure was completed with a new set.